Manufacturer narrative:
It was reported thatthe left side of brace would not stay locked when he would do a straight leg raise anymore after 1 month ad 18 days of use. This brace did not cause any bruising to the patient's leg or any skin breakdown. The actual device has not been evaluated, other devices that have been evaluated the root cause of the complaint is a damaged component. The device's lock button failed during manufacturer testing. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
It was reported thatthe left side of brace would not stay locked when he would do a straight leg raise anymore after 1 month ad 18 days of use. This brace did not cause any bruising to the patient's leg or any skin breakdown.